Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, myocardial infarction and occlusion are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a long, 80% stenosed lesion in the mid left anterior descending (lad) coronary artery. An unspecified guide wire crossed the lesion and a 2.5x20 mm non-abbott balloon dilatation catheter was used to pre-dilate the lesion. A 3.5x48 mm xience xpedition stent was deployed and then the septal branch was lost. The patient experienced chest tightness and a non-fatal myocardial infarction which was treated with medication. No additional information was provided.